Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted baxter (B)(6) regarding a possible leak in a transfer set that occurred during patient use. The technical service representative (tsr) advised the hp to make the registered nurse (rn) aware. On (B)(6) 2010 (B)(6) product surveillance contacted the patient regarding the leak. The patient stated that she woke up in the morning and noticed that there was liquid underneath the cycler. She stated that she did not know when or how the leak occurred. The hp stated that it was not the bag but there was a leak under the hc. The hp stated that she told the home care nurse about the issue. The hp was not provided any antibiotics. There was no injury or medical intervention reported. No additional information is available at this time.